Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had separation/malfunction. No serious injury or medical intervention reported.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had separation/malfunction. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: without sample or photo defective, we cannot confirm the reported defect to manufacturing process. Customer reported separation adapter form tubing; however, no sample was available for evaluation which is essential to perform a better investigation. The device history report for lot number 7059555 was reviewed, no related abnormalities were found. Material number 383313 for lot 7059555 was manufactured on 03/06/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Investigation conclusion: we could not find the exact root cause of the issue; since, no sample or photo defective was returned for evaluation.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd saf-t-intima IV catheter safety system had separation/malfunction. No serious injury or medical intervention reported.